Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a 64 year old female patient receiving morphine (unknown) (concentration and dose asked but unknown) via an infusion pump implanted for non-malignant pain. On 2015-11-16 a consumer reported that the patient has been having "episodes where she is doing really well for 2-3 days and then will be laying in misery for a couple days after that." There was no pattern to this and the consumer stated that they don't know what was causing these periods of lack of pain relief. The patient has also been hearing a buzzing in her ear "like a motor in her neck." The reported symptoms started after implant ((B)(6) 2015). The issues were being addressed by the healthcare professional (hcp) who reportedly told the patient it was "fine.". The consumer was going to contact the hcp to make an appointment. Additional information was reported by a consumer. On 2015-12-16 it was reported that the patient had an appointment on (B)(6) 2015 and wanted a company rep present because they believed the pump was malfunctioning. Further follow up was done to determine the cause of the malfunction and if any diagnostics or actions/interventions were required as a result of the event.